Event description:
Our anesthesiologist, dr. (B)(6) was placing a swan ganz in this pt and was having difficulty inflating the balloon. Dr. (B)(6) stated that when he placed the catheter it started malfunctioning and was not sure if he was in too far and that the balloon would not inflate properly. There was no harm to the pt because the catheter was pulled out of the pt. Edwards lifescience was notified and is sending a box to send defective catheters back to company and I requested a report sent to me and will forward to (B)(6).